Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that an jet-x quick clamp 10.5mm to 5mm is broken, does not clamp and is stuck. As this was noticed upon inspection, there was not patient involvement.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. A review of complaint history revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, damage from misuse, excessive cleaning or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirms that the clamps were broken, damaged and exhibit no wear and tear. A functional evaluation of the returned clamps confirms that the device do not clamp as they are intended to be and appear to be stuck and stiff .a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. The contribution of the device to the reported incident could be corroborated as the device shows signs of damage and stiffness. This is a single use device, damage from misuse, excessive cleaning or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.